Manufacturer narrative:
Device UDI number unavailable. A medtronic representative tested and serviced the equipment at the site. There was an inaccuracy noted after the update to the system. The navigation accuracy was re-calibrated and verified, and the issue was then resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that after updating the software on the system, the navigation accuracy verification brought an inaccuracy that was outside of the limits. This required a re-calibration. This was detected at a technical visit for the system. There was no patient present and no customer from the site present when this issue was identified.